Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a pump malfunction was noted. The device was replaced.

Manufacturer narrative:
A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the pump bulb between ribs 1 & 2. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Microscopic examination also revealed the detachment end of the pump inlet tube to be rough and irregular. Examination and testing of the cylinders revealed a separation in the bladder of cylinder 1. Testing revealed this to be a site of leakage. The surfaces of the separation in cylinder 1 indicated that the area was in contact with cauterizing instrumentation. The surfaces on the bladder of cylinder 2 also indicated that the area was in contact with cauterizing instrumentation. Testing revealed this to not be a site of leakage. No functional abnormalities were noted with cylinder 2. Based on examination of the returned components, it was concluded that the rough and irregular surfaces associated with the separation in the pump bulb indicates that sufficient stress was most likely exerted on the pump bulb to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during explant . The separation in cylinder 1 is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. No patient injury was reported.